Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 had continual read, write and invalid failures. A technical support specialist (tss) confirmed with the field service engineer that the issue was resolved by replacing the drawer controller board and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 2.2 had a read/write/invalid error and continual failures. The user unloaded the medications and reloaded the drawer. This had occurred multiple times. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.